Event description:
It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was successfully implanted in one attempt with zero recaptures. The device compressions ranged from 28-36% and there was no leak noted. The patient was discharged the same day. Three days later, the patient's spouse called emergency medical services (ems) to report his spouse was agitated, confused, had a fall, and remained on the toilet for four hours. While transferring to the hospital, the patient was attempting to bite, scratch, punch, and kick the ems medics. The patient was administered ketamine. During admission to the hospital, the patient had difficulty answering questions appropriately. The patient attempted to hit staff while changing into hospital gown. After computed tomography and magnetic resonance imaging, the patient was diagnosed with ischemic stroke. Intervention was not required for treatment of the stroke. Imaging was not performed to evaluate for device-related thrombus. The patient was noted to have abnormal liver function testing and/or blood counts. The patient was cleared by cardiology to continue anticoagulation therapy, however was pending clearance from gastrointestinal services. The patient is reported to be fully recovered from the ischemic stroke, but is planned to be admitted into an assisted living due to her dementia.

Event description:
It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was successfully implanted in one attempt with zero recaptures. The device compressions ranged from 28-36% and there was no leak noted. The patient was discharged the same day. Three days later, the patient's spouse called emergency medical services (ems) to report his spouse was agitated, confused, had a fall, and remained on the toilet for four hours. While transferring to the hospital, the patient was attempting to bite, scratch, punch, and kick the ems medics. The patient was administered ketamine. During admission to the hospital, the patient had difficulty answering questions appropriately. The patient attempted to hit staff while changing into hospital gown. After computed tomography and magnetic resonance imaging, the patient was diagnosed with ischemic stroke. Intervention was not required for treatment of the stroke. Imaging was not performed to evaluate for device-related thrombus. The patient was noted to have abnormal liver function testing and/or blood counts. The patient was cleared by cardiology to continue anticoagulation therapy, however was pending clearance from gastrointestinal services. The patient is reported to be fully recovered from the ischemic stroke, but is planned to be admitted into an assisted living due to her dementia.